Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of trip wire break. Block h10: the returned speedband superview super 7 (handle assembly, and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had all seven bands attached. The trip wire was kinked. There was no evidence of the trip wire being broken. The returned irrigation tube was in good condition. Additionally, the handle slot did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The ligator head was observed under magnification, and the knots were separated from the ligator housing. The suture hole and the teeth were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon analysis, the trip wire was not broken. It was found that the trip wire was kinked. It is possible that procedural factors while unpackaging the device or packaging to being returned affected the device leading to the kink in the trip wire. Also, some knots of the suture thread were separated from the ligator teeth. The ligator was returned without the shrink wrap. This suggests that manipulation of the ligator or of the shrink wrap during preparation could lead to the knots getting separated from the teeth of the ligator. It is important to notice that this was not the initial complaint, the customer reported that the device was fractured and there was no evidence that suggest a broken component on the device. Since the device did not present any evidence of fracture, and the reported event cannot be confirmed. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation of fundal varices procedure performed on (B)(6) 2022. During preparation, after unpacking, it was found that "the wire was irregular and fractured." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation of fundal varices procedure performed on (B)(6) 2022. During preparation, after unpacking, it was found that "the wire was irregular and fractured." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4).